Event description:
Received abstract entitled, "primary anaplastic large cell lymphoma of the breast occurring in patients with silicone breast implants", will be published in the final article entitled leukemia and lymphoma, aug 2011;52(8):1481-1487. "Within the article, this pt is identified as pt 8, "who was a cosmetic (augmentation) case. This pt presented with fluid accumulation in the left breast. After second drainage of a large volume of fluid, while waiting for the cytology report, she had her textured implants removed and replaced with smooth saline implants. A diagnosis alcl alk-was made and confirmed by (B)(4) t-cell rearrangement studies. Treatment with chop was recommended, but she treated elsewhere and the outcome is unk."

Manufacturer narrative:
Device labeling address the event of (B)(4): for primary augmentation patients, seroma rate = 1.6%. Primary reconstruction patients = 1.0%. (Other complications.) Swelling = 7.1%. "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma..." (Allergan silicone labeling). Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for silicone implants. There were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.